Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither device or any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10.

Event description:
It was reported that an anthem distal radius plate was removed due to the rupture of the patient's tendon.